Manufacturer narrative:
Product analysis: the issue could not be confirmed. The epg passed all functional tests which were performed. Some cosmetic damage was noted. The unit is past its service life and was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while providing temporary pacing, the external pulse generator (epg) shut off without prompt. A different epg was used pace the patient. It was noted that the clinic's biomedical laboratory could not reproduce the behavior. The epg was returned for service. No further patient complications have been reported as a result of this event.